Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for review of the most recent repair record determined the unit was found to have noisy rpms and that the carrier pins were not in the correct position. Multiple components were worn. The motor, eccentric shaft assembly, ball bearing, planet gear, swivel, motor sleeve, bearing spacer, dowl pin, screw, throttle gasket, and planetary carrier were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during maintenance, a corrective repair was solicited for loaner. Inconsistent speed was confirmed after final investigation. There was no patient involvement. Due diligence is complete.